Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No sticky buttons or button error alarm noted during testing. Analysis was unable to verify for weak battery and battery out of limit alarm due to no button response, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 95 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.